Event description:
A review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged connector, j2, inside the rear 2 therapy electrode. The cause of the damaged j2 connector was corrosion on the dn to rear te cable inside the te. The cause of the corrosion was unable to be positively identified but likely due to ingress of an unk contaminant. No adverse event resulted from the damaged electrode belt. The last pt to use this did not report any deficiencies.